Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubble. The customer¿s blood glucose level was 130 mg/dl at the time of incident. Approximate size of air bubbles was 5 mm. The reservoir will not be returned for analysis.